Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample processed using a vitros troponin I es reagent lot 3121 in combination with a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3121 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3121. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3121 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, tropi es result from a single patient sample processed using a vitros troponin I es reagent, lot 3121 in combination with a vitros eci immunodiagnostic system. Patient sample result of 0.354 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported outside of the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for sample. Ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).